Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event: failure to deliver cautery. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colonoscopy procedure performed on december 11, 2013. According to the complainant, during the procedure, the working length near the handle kinked. Additionally, the device failed to transmit current. There were no other noticeable damage to the device. The procedure was completed by ¿piecemealing¿ the polyp. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.